Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a battery monitoring voltage of 2.54 v after 53 months of implant and had declared elective replacement indicator (eri). It was reported that the patient had been lost to follow-up. This device is part of the expanded (B)(6) 2009 population of devices described in the shortened replacement window advisory. This advisory was originally communicated april 5, 2007.

Manufacturer narrative:
Technical services advised replacing the device within 30 days since it was unknown if the device was effects by the advisory. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. Additional information was received indicating the device was explanted. A new device was not implanted. The device was returned for analysis. This event will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.